Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Consumer alleges chair threw her out of it and allegedly her right foot got stuck in the seat.

Manufacturer narrative:
Provider went out and adjusted consumer's left foot plate, one of the bolts was loose. Unit is working properly.

Event description:
Consumer alleges chair threw her out of it and allegedly her right foot got stuck in the seat.